Manufacturer narrative:
Device not being returned. Additional information will be provided if it becomes available. This is the final report.

Event description:
Revision due to multiple dislocations. Ten degrees liner replaced with constrained liner.